Event description:
While performing testing after service repair, the respironics service tech reported the ventilator would restart intermittently when powere on in normal ventilation. There was no pt involvement and the ventilator did alarm. The service tech replaced the power switch to correct the problem. Extended self testing (est) was performed and all tests passed per operating specifications.